Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a no delivery alarm during manual prime. Customer reported that their blood glucose level at the time of the incident was 190 mg/dl. Customer was able to troubleshoot during the time of the call. Customer states that during troubleshooting, insulin did not ext the infusion set tubing while attempting to push it through manually with a plunger. Customer then replaced the infusion set with a new one. Customer was then able to successfully manually push insulin through the tubing of the new infusion set. The product is expected to be returned.